Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter act diff analyzer while running reproducibility. The volume of the leak was about 2 cc and was not contained within the instrument. The customer replaced the pump tubing and cleaned the baths but the issue persisted. The customer did not report any error messages a the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the three way pinch valve lv14 was not actuating and was causing the wbc bath to overflow. The fse replaced the pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).